Manufacturer narrative:
Physio-control evaluated the customer's device for an unrelated issue and during this evaluation did not observe any power off failures. The customer had originally reported that their device powered off by itself whenever a modem was connected; however, during testing the customer did not provide the physio service representative with the modem or usb data cables. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported problem could not be determined.

Event description:
It was reported that the device would power off every time a modem was connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.